Event description:
Too much fluid was pulled off the patient. The amount exceeded the total set to be extracted. At one point the set fluid removal was 337cc and actual fluid removal was 687cc. Five hours later the set fluid removal was 425cc and actual fluid removal was 533cc. Twenty-six hours later the set fluid removal was 353cc and the actual fluid removal was 546cc. During therapy, some (unknown) error messages were noted by the rn. The rn called clinical support at gambro for assistance and was given information to correct the problem, but the rn continued to note incorrect actual patient fluid removal rates without the alarm/error message mentioned above being triggered. Clinical support at gambro told the rn to clear the alarm(s) to enable dialysis to proceed. It is not clear whether cirumventing the alarm contributed to this event. This is the 2nd such event within the last ~2 months with this specific unit. The previous event occured on approximately eight weeks ago. After each event, the manufacturer's local field service representative was called out to evaluate the unit, but in both instances was unable to find anything wrong with the unit. During the field service rep's inspection of the error log, the biomed staff asked if this could be printed out or saved, but he said "no." In addition, the error log was inadvertantly deleted by the field service rep. It seems that by entering the service mode, it automatically deletes the history (upon exit?).the gambro service report #w50823bv (follow up from w50811bv03) states the following, "diagnostic findings: unable to duplicate reported condition. Loose mounting hardware on replace and dialysate scales. Corrective action: tightened hardware on scales noted above. Proactively replaced effluent scale and upgraded sw to r0215a3 to support new scale. Calibrated/verified scales, p-sensors, and performed simulated treatment. Returned unit to service." The second service report #w50823bv01 that was generated on the same day (8/25/05) read as follows: "reported condition: the machine is going to require an effluent scale and software to the r02.15 a3 level. Corrective action: replace the effluent scale and the software. Labor and procedure is on w50823bv02. Requested service not functionally tested as applicable."